Event description:
A trapezoid rx was returned to boston scientific corporation on september 01, 2022 without any report of performance issues or adverse patient effects. The returned device was analyzed and was noted that the sidecar push back. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was detached, and the length of both screws was less then permitted tolerance. The proximal screw has the tip flat, and the distal screw has the tip pushed inward. Additionally, the working length was bent, and the side car rx was pushed back out of specification. No other issues were noted. Based on all available information, the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula. Therefore, the most probable root cause for the handle detachment is manufacturing deficiency. Other issues found in the product analysis could have been caused as consequence of the manipulation or the detachment of the handle cannula during the procedure. Therefore, the most probable root cause for working length bent/kinked and side car push back is adverse event related to procedure.